Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 was very hard to open. A field service engineer identified that the slide rails for half-height drawer 3 were physically broken and replaced the drawer, configured the replacement drawer to the device and tested its operation through the application. The drawer opened smoothly, and all hardware functions operated successfully, drawer operation was restored, and the station was functioning normally at the time of service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 3.2 was very hard to open. The drawer was still functional; it would open halfway, and the customer needed to force it open to fully open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.